Manufacturer narrative:
Concomitant medical products: 4068-52 lead, implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one day after implant the patient¿s implantable pulse generator (ipg) did not store electrograms (egm) data of an atrial tachycardia (at)/atrial fibrillation (af) episode. It was also reported that a right atrial (ra) lead position check failed. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.